Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced poor communication, last had stimulation about 2 weeks prior to the report and their ins had depleted. The patient stated that he had a fall 3-4 weeks ago and since then he could not charge his ins. The patient was directed to their healthcare professional. No further complications were reported/anticipated.